Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance.

Event description:
It was reported that the pacemaker tripped the elective replacement indicator (eri) and there may have been premature battery depletion. It was also noted that the device was at end of life (eol). The pacemaker was explanted and replaced. No known patient complications were reported as a result of this event.